Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 4 devices were received for evaluation; 4 events were confirmed during testing. Approx 3 devices were found to be affected by paint chips coming from the device, corrosion and broken-down lubrication. Approx 1 device was found to be affected by paint chips coming from the device and corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly overheating and had paint chips coming from the device. Approx 3 events had no patient involvement; no patient impact. Approx 1 event of the paint chipping from the device during a procedure with the device overheating during service; no patient impact.